Manufacturer narrative:
The device referenced in this report has not been returned to olympus medical systems corp. For evaluation. The manufacturing record of the subject device was reviewed with no irregularity. The exact cause could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that the bending part of the subject device was damaged and an inner wire of the subject device was exposed. There was no report of patient injury associated with this event reported.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".